Event description:
A report was received that the patient was experiencing uncomfortable stimulation due to high impedances on the lead. The physician replaced the lead due to suspected breakage but the physician did not see breakage on the lead during the explant. The patient was doing well post-operatively.

Manufacturer narrative:
Lead sc-2316-70 sn (B)(4): the complaint has been confirmed. Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance.

Event description:
A report was received that the patient was experiencing uncomfortable stimulation due to high impedances on the lead. The physician replaced the lead due to suspected breakage but the physician did not see breakage on the lead during the explant. The patient was doing well post-operatively.